Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples¿ test results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have has several sites report an issue with 6ml sst tube 366444 lot 1326457, the issue is the amount of pressure/vacuum when using 6ml sst tubes for collecting chemistry samples. We have had some sample cancellations due to insufficient volume being collected."